Manufacturer narrative:
Follow-up information received on 28-oct-2015 her initial and age (she was (B)(6)) were updated. Her weight was (B)(6) and height was (B)(6). Essure was inserted on (B)(6) 2015 under general anesthesia. Planned intervention of mons venus beauty spot removal was planned and performed at the same time as essure insertion. On right, delivery catheter introduced and first implant inserted with no difficulty. It was noticed that gold band was detached from device. Attempt for extraction of the gold band with gripping plier; the gold band seemed to be stuck at hysteroscope level (the previous reported event small metallic piece located between the implant and delivery catheter was detached was updated). Gripping plier was removed but gold band was not found. Hysteroscopy was performed before insertion of the second implant but it did not make possible to find the gold band. It was reported that breakage was found during insertion. The instructions in the fu were followed. On left, delivery catheter introduction was difficult, blockage was noticed but by insisting it was finally possible to introduce it. Device was placed and gold band was well placed. No patient injury. The patient was recovered. No further information was provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-oct-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure gold band was detached from device / gold band seemed to be stuck at hysteroscope level (previously reported as a small metallic piece located between the implant and delivery catheter was detached). This event, seen as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of device breakage have been reported mostly during difficult insertions. Considering this breakage occurred associated to insertion procedure and given event's nature, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship to a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a other health professional via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert, lot number 030810) inserted. During insertion, a small metallic piece located between the implant and delivery catheter was detached. This foreign small metallic piece stayed into patient's uterus. Sample was not kept. During internal review it was notified that the previously reported initial receipt date (B)(6) 2015 is incorrect. The correct initial receipt date of the case is (B)(6) 2015. Follow-up information received on (B)(6) 2015. The reporter could not confirm batch number as device was not kept. Product technical complaint (ptc) investigation and final assessment were received on (B)(6) 2015: (B)(4). The correct lot number used was d30810. (B)(4). Production date: (B)(6) 2014. Final assessment failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter and /or micro-insert and introducer breaking and detachment difficulty event is an anticipated event and there was no event reported wick indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a reported technical product issue (breakage) in the context of a complicated insertion. A review of similar cases for this batch is not applicable as no medical event(s) were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship to a quality defect. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during placement procedure a small metallic piece located between the implant and delivery catheter was detached. This foreign small metallic piece stayed into patient's uterus. This event, seen as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of device breakage have been reported mostly during difficult insertions. Considering this breakage occurred associated to insertion procedure and given event's nature, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship to a quality defect. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.